Manufacturer narrative:
The device was powered up and an attempt to rewind the motor resulted in the "unable to proceed" error message. After 5 consecutive errors alert 42, insulin current sense failure, was annunciated. No issue was found with the motor; however, the mainboard was found to be of an early revision which utilized a white solder mask. This solder mask was determined to cause issues with pcb component mounting, which would result in inter-chip communication errors such as motor current monitoring. This device model is not intended for refurbishment and will therefore be scrapped. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump displayed an ¿unable to proceed¿ message during a supply change and rewind, and the device was replaced with an upgraded unit; the device history noted consecutive stalled motor events. Customer care provided support that included internal review of device function and notification history and assessment of motor performance. Investigation of this case revealed repeated motor stall behavior leading to inability to proceed with setup. Symptoms included no reported adverse clinical effects. Outcomes included a temporary interruption of insulin delivery with the user transitioning to backup therapy. It was concluded that the pump malfunctioned due to a motor stall condition, and replacement was warranted.